Event description:
A report was received alleging that the listed tracheostomy tube was in use with a patient for an unknown amount of time when the device began leaking at the junction of the inflation line and tracheostomy tube shaft. The patient's stoma became infected, which reportedly caused aspiration pneumonia. The infection, which resulted in pneumonia, was reportedly due to the leaking device. The patient was admitted to the hospital for treatment. No permanent adverse effects to the patient; the patient reportedly recovered from the infection and pneumonia.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.